Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and tubing of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a photo sample and an actual sample were received for evaluation. A visual inspection, using the naked eye, did not observe the reported condition of separation on either of the samples. The actual sample was returned with the patient connector flush to the tubing. Functional tests were performed which included leak, clear passage, and clamp function tests with no issues noted. Integrity of seal surface test was performed by tightening the patient adapter to an in-lab titanium adapter and then leak testing with no issues or leaks noted. The reported condition of separation was not verified on the actual sample. The actual sample met specification. A visual inspection of the photograph observed a visible dimensional issue (gap) between the tubing and the patient adapter. The sample in the photograph did not meet specification. The cause of the condition could not be determined. Visible markings were observed on the end of the tubing which indicated the tubing was positioned onto the patient adapter. The assembly between the patient adapter and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter / bushing could cause separation or dimensional issues between the two components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.